Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during laparoscopic sacrocolpopexy, posterior vaginal repair and cystoscopy procedures performed on (B)(6) 2016. As reported by the patient's attorney, the patient experienced an unspecified injury.